Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant medical products: mentor memoryshape breast implant 620cc, catalog number 3341402, serial number (B)(4), lot number 7390102. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with mentor memoryshape breast implant 620cc and experienced capsular contracture baker grade I/ii and rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 645cc, catalog number smpx-645, sn (B)(4), lot 7746106 on the right breast implant and with mentor memorygel breast implant 685cc, catalog number smpx-685, serial number (B)(4), lot number 7714112 on the left breast implant on (B)(6) 2019.

Manufacturer narrative:
On 10/28/2019, it was reported to mentor that the replacement devices were catalog number smpx-685, mentor memorygel breast implant 685cc. Manufacturer¿s reference number: (B)(4).